Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) and an elevated blood glucose (bg) level of 572 mg/dl with moderate to high ketones; cause was unknown. Customer attempted to bring bg level down by delivering manual injections. The customer was subsequently admitted to the hospital where a saline drip, and insulin drip were administered to resolve the issue. Reportedly, the customer was released from the hospital on (B)(6) 2019 with a bg of 123 mg/dl and the issue resolved. Although no allegation of pump malfunction, the customer was sent a replacement pump for customer satisfaction.